Event description:
2 of 2 documenting pump: per medwatch mw5108134: it was reported that cadd legacy pump alarms no disposable. No patient injury reported.

Manufacturer narrative:
Correction: no patient injury was reported. H6: correction: event problem and evaluation codes updated. H10: device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. Cannot perform a DHR review because a serial number was not provided by the customer.